Manufacturer narrative:
The level 1 hotline low flow system was returned for the investigation of leaks. Upon receiving the product, there was a cracked tank cover, broken pole clamp as well as wear and tear damage on the front cover and enclosure. A device history review, DHR, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during the DHR review. To investigate the reported event, a visual inspection was performed, then the tank was filled with water. The temp check was attached, the line cord was plugged, and the power switch was turned on. The complaint was confirmed and was determined to be cause by the cracks in the tank cover. No action was taken due to the age and condition of the device. It was deemed beyond economical repair and will be scrapped.

Event description:
It was reported that the level 1 hotline low flow system (hl-390) was leaking fluid. No patient injury or complications were reported in relation to this event.